Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the sensor was pulled out of the body, the needle was bent and customer was unsure if insulin was delivered. Customer does not recall any significant events leading to the error, except that it happened two months ago and he wanted to report it now. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection. Found the insertion needle bent inside the sensor base. Unable to confirm if the customer received the sensor in that condition due to the product being returned opened/used.